Event description:
It was reported that during use of the device for extracorporeal membrane oxygenation (ECMO), a disconnection between the 1/4-inch male adapter and a stopcock on the blood parameter monitor (bpm) line occurred and infected blood sprayed into the face of a specialist. The team reconnected the line and gave the patient antibiotics. The surgical procedure was completed successfully. There was approximately 200 milliliters (ml) of blood loss. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the perfusion to the patient was never disrupted and was still supported on ECMO. The specialist was seen by employee health and the facility's emergency department and started prophylactic treatment. Per the user facility, the connection was loose on the entire lot number but was not previously reported by the end user as no incident had occurred.